Event description:
It was reported that during preventative maintenance (pm) of the device, the user facility's biomedical engineer (biomed) stated when he was checking centrifugal pump, the cable pulled out very easily and it was not secure. This is the cable that goes from the network interface card (nic) board to the centrifugal control. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet completed.